Manufacturer narrative:
The actual sample is not available to be returned to the manufacturing facility for evaluation and the actual lot number became available on august 25, 2015. Therefore a follow up report will be submitted when the investigation of the retention sample is complete, but no later than 30 days from the date that this report was sent. A review of device history record and the product release decision control sheet of the involved product/lot number confirmed there were not any indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot number combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported a perforation in the small branch. Follow-up communications with the user facility confirmed the following information: the wire was used for rca fix. The tip of the wire was pushed out to the end of tertiary branch of the pda. A perforation was visible in the small branch. A balloon was inflated and perforation was closed. The procedure was completed and the patient is reported as in good condition.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00188 to provide the retention sample evaluation results. The actual sample was not available for evaluation. An evaluation of the retention sample from the reported product code/lot number combination was conducted. Visual inspection revealed no defects. Inspection of the device under magnification revealed no defects. The outer diameters of the platinum and stainless coil segments were confirmed to meet manufacturer specifications. A review of the device history record and the shipping inspection record of the involved product/lot# confirmed that there were no production related problems or discrepancies in the inspection results. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The retention sample was confirmed to be the normal product. The device labeling does address the potential for such an event in the instructions-for-use, which states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip damage to the dilatation catheter, or damage to the vessel. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00188 to provide the retention sample evaluation results.